Manufacturer narrative:
(B)(6) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2002 the patient underwent the following procedures: anterior discectomy and anterior lumbar interbody fusion to treat the following pre-op diagnosis: internal disk disarrangement and degenerative disk disease, l4-l5, l5-s1. On (B)(6) 2002 the patient underwent the following procedures: anterior lumbar interbody fusion at l4-l5 and l5-s1 with anterior cages and use of bmp, posterior spinal instrumentation, and pedicle screws at l4 to s1 utilizing percutaneous system to treat the following pre-op diagnosis: internal disk derangement at l4-l5 and l5-s1. Op-notes: cages were applied in both levels; the wound was thoroughly irrigated out. The collagen sponge, which had been impregnated with bmp previously, was then placed into each of the four cages. After this was done, the retractors were removed. Two x-rays at 90 deg. Angles were then placed from the l4 to s1 in both ap and lateral planes. At this point, a small spinal needle was used to demarcate the entry site from the pedicle at the l4 level on the left-hand side. Next a jamshidi needle was then placed into the bone under fluoroscopic imaging into the pedicle. After this was performed, a guide wire was then placed down into the pedicle into the vertebral body again under fluoroscopic imaging. After this was performed, an identical procedure was performed at the s1 level also on the left-hand side. After both guide wires were placed, small skin incision was made adjacent to the guide wire. Sequential "dialators" were then passed out over the guide wire enlarging the entry site. After this was provided, a 5.5m cannulated tap was passed down into the pedicle under direct fluoroscopic imaging. After this was performed, the appropriate sized screw 6.5mm attached to its instrumentation was passed down over the guide wire into the l4 pedicle. This was then tightened in position without difficulty. An identical procedure was performed at the s1 level as well. After both screws were placed, guide wires were removed. The screw guides were then attached to each other and the arc was then attached to this. The trocar was then passed down to the screw head under fluoroscopic imaging. After this was deemed to be adequate, the rod length was then measured. Appropriate size rod was then attached the arc and this rod was passed down without difficulty between the screw heads. Screws were then tightened down without difficulty. Instrumentation was removed and final x-rays were taken and noted to be quite appropriate. At this point, identical procedure was performed in the opposite side without difficulty. After this was performed, final x-ray in ap and lateral planes was taken. The patient was taken to the recovery room in stable condition. No additional information has been provided.